Event description:
It was reported that bd bactec¿ mgit¿ 960 supplement kit contamination occurred. The following information was provided by the initial reporter: "this is a report about contamination. According to the customer's report, the supplement was found to be contaminated during use of a newly opened bottle."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ mgit¿ 960 supplement kit contamination occurred. The following information was provided by the initial reporter: "this is a report about contamination. According to the customer's report, the supplement was found to be contaminated during use of a newly opened bottle."

Manufacturer narrative:
H.6 investigation summary: mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). Supplement batch number 2146015 was provided by the customer. Batch history review for supplement batch 2146015 was satisfactory and no quality notifications were generated during manufacturing and inspection. Qc inspection and testing were satisfactory at time of release. Retentions were available for inspection for supplement batch 2146015 (6 vials). No evidence of contamination was observed in 6/6 supplement retention samples. Two supplement vials were uncrimped and incubated. One vial was placed in the 20-25-degree celsius incubator; and one vial was uncrimped and incubated in the 33-37-degree celsius incubator. At the end of a seven-day incubation period no microbial growth was observed on 2/2 retention samples. Two photos were received to assist with the investigation: the first photo shows a supplement vial from batch 2146015. The vial appears to be uncrimped because there is parafilm around the top of the vial. There does appear to a possible fungal mass in vial. The second photo shows the bottom of a partial supplement vial. There does appear to be a possible fungal mass in the vial. No returns were received to assist with the investigation. No 245124-kit batch number was provided to properly complete an investigation. However, manufacturing records for supplement batch 2146015 were reviewed and a probable kit batch number was found. Review of the probable kit batch number found the kit packaging process was satisfactory and there are no complaints taken on the probable kit batch. This complaint cannot be confirmed for a defect in a 245124 kit. Bd will continue to trend complaints for contamination. No additional actions are indicated at this time.notes risk management review indicates the potential risk of the defect reported was assessed as severity [s1], per [baltrmlmbactecmgitaph], rev [03], ID [6.3]. H3 other text : see h.10.